Event description:
It was reported that while playing baseball, the ilet pump sustained damage resulting in a cracked, unusable touchscreen and subsequent difficulty operating the device; the issue involved the touchscreen and was consistent with a fracture-type damage to the component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related problem consistent with external impact, with the device problem characterized as a fracture affecting the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.

Manufacturer narrative:
Initial.